Event description:
The customer reported a failure to defibrillate during a pt event. The pt died, but the customer reported that at the device did not play a role in the pt¿s outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to defibrillate during a pt event. The pt died, but the customer reported that at the device did not play a role in the pt¿s outcome. The date of death is unk at this point in the investigation. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.